Event description:
The event is reported as: complaint alleges: "during a coronary bypass, the clip inserted on a "collateral" moved. Clinical consequences: bleeding (6 hours after the insertion of the clip), hemorrhagic shock and cardiac tamponade." Pt's current condition is fine.

Manufacturer narrative:
Lot # is either 01h1100225 or 01a1200177. Surgeon did not know the correct lot number. A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.